Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, on (B)(6) 2014, the reporter contacted lifescan USA alleging "meter did not display "set up complete" after setting up the meter". This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.